Event description:
Customer reported low blood glucose symptoms with result of 238 mg/dl obtained on the compact plus system. Paramedics were called, and customer tested 19 mg/dl on professional device 30 minutes after result of 238 mg/dl. Customer was treated with an IV (contents unk). Requested return of suspect device, however, customer no longer has the system; replacement was sent.